Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating sensor issues. The customer steed that their insulin pump went into a threshold suspend and giving false low readings. The patient's blood glucose was 168 mg/dl at the time of the call. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. The sensor may have been damaged or bent. The customer was sent a replacement sensor.

Manufacturer narrative:
Reliability analysis inspected one opened/used sensor and performed continuity resistance test. The sensor failed per specifications.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported via phone call that the customer stated his insulin pump displayed his blood glucose reading at 40mg/dl. The customer stated the insulin pump went into threshold suspend, he tested and it was 168mg/dl.